Event description:
The device did not fail while supporting a pt. Malfunction report only.

Manufacturer narrative:
Device was returned to impact with the report that the device battery was swollen. The unit was examined upon receipt and the report of swollen battery was confirmed. In addition, the device pressure relief valve was found to be out of tolerance and a component was missing on the o2 pcb. The root cause of the swollen battery was found to be due to overcharge which is related to the both the device design and continuous charging by the end use. A corrective action for these issues is being developed by impact at this time. The investigation of root cause of the remaining malfunctions (per above) is ongoing at this time however, they may relate to servicing performed by pmi in july 2012 (the last service before return of the device to impact). The battery was, o2 pressure relief valve, and the missing component on the o2 pcb were replaced and device performance testing was conducted. The unit was returned to the end user after it tested within specification.